Event description:
It was reported by the customer that they responded to pt. The pt's collapse was not witnessed. The pt was found unresponsive by a family member who was checking on him every 45 minutes. A first responder was on the scene within 4 minutes. The pt was warm to the touch; however, no pulse or breathing was observed. The first responder began CPR. Approximately 5 minutes later, another responder arrived with a lifepak 500 device (lp500) and connected it to the pt with quik-combo defibrillation pads (lot code / expiration date unk as the pads were disposed of). No hair or diaphoresis was noted. No shocks were advised. A few minutes later the ambulance crew arrived with lifepak 12 device (lp12) and the pt was transferred using the same quik-combo pads; however, they received a "connect electrodes" message. Troubleshooting was attempted; however this did not resolve the issue. The patient was transferred back to the lifepak 500 device (lp500). No shocks were advised. The pt was not resuscitated.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the intermittent reported failure. The quik-combo therapy cable assembly was replaced and then proper device operation was observed through functional and performance testing. It was confirmed that no failure was found with the therapy connector. The device was returned to the customer for use. Physio-control further evaluated the removed cable assembly; however; they could not duplicate any therapy leads off discrepancies. The assembly was installed into a test device, and the ECG was analyzed, charged, and shocked while moderately physically manipulating the assembly. Using a multimeter, the cable wiring and connector pins were measured for continuity. No discrepancies were observed. A clinical review of the reported event determined that the device use did not impact the pt's outcome. Effective defibrillation was provided by the first device on scene (lp500). At the end of the incident, after shocks and CPR, the ECG showed asystole and defibrillation was not indicated based on this ECG. The sequence of device use was as follows: the lp500 was used to deliver the first shock. The electrodes were disconnected from the lp500 and connected to the lp12, which attempted to analyze but reconnected and a second effective shock was delivered. After 2 minutes 20 seconds the lp500 rendered a "no shock advised" and 1 minute later the lp500 was turned off.